Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and in-house testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Review of trending reports identified no trends for the product. Device history record review did not identify any non-conformances or deviations with the complaint lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Inhouse testing determined that the specificity performance is not negatively impacted. Based on our investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier complete entry = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated architect total b-hcg result. Sample ID (B)(6) generated an initial positive result of 655.49 miu/ml. The sample was retested twice and generated a grayzone result of 5.82 miu/ml and a negative result of <1.2 miu/ml. No impact to patient management was reported.